Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to request a pharmacist verify code for a patient order. A technical support specialist (tss) verified through medbank myqlink that the medication was not available in any listed location; however, a manual inspection confirmed that medication was present in another cubie. The customer did not have cycle count access to correct the inventory. User permitted temporarily granted cycle count access; however, the correction could not be completed due to the absence of a required witness. User advised the customer to dispense same medication with different dose but double the quantity. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the customer was unable to issue medication. The customer reported receiving an error message indicating that the quantity being issued exceeded the available amount in the system. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.